Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 us went into standby by itself while on patient. Furthermore, the patient was removed from the ventilator but there was no patient harm reported.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10 result of investigation:vyaire medical was unable to confirm the issue .the log file shows that the unit was put in standby mode at 11:22 am and the powered off at 11:24 am. No failure was detected.